Manufacturer narrative:
Other: device fragment in patient. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient underwent dfi posterior lumbar decompression with fusion and instrumentation at l4-l5 and l5-s1, with interbody prosthesis l5-s1, bmp, ebi and allograft. Intra-op, the tip on the expansion tool snapped off into the screw on the cage and remained in the back of the cage. At the time of this report, it was unknown whether there were any complication or not.